Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user applied pliers to twist the cartridge connector, causing the connector to snap with a fragment remaining in the pump and preventing cartridge removal, which resulted in an inability to attach or use the device; the device was replaced and the user transitioned to backup therapy, and a subsequent registration issue was resolved by updating the active device serial number. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy, with continued cgm use via the dexcom app or receiver. Investigation included remote troubleshooting, account review, and device replacement setup with instructions to shut down the pump and return the unit. Investigation of this case revealed user-applied mechanical force to the cartridge connector leading to component breakage and obstruction, consistent with an accessory/connector mechanical damage issue; later, the inability to register the replacement device was attributable to an account configuration error that was corrected. It was concluded, based on previously established findings for similar reports, that the cause was user technique error and improper handling, compounded by administrative setup error for the replacement device.